Event description:
It was reported by the affiliate that during a video cholecystectomy the instrument released the clips incorrectly, that is, they are overlapped. There was no pt consequence. The device will be returned for analysis.